Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black dots on the inside of the tubing of a cassette set. The product was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed using magnification and found loose particulate matter outside the cassette and embedded particulate matter on patient line tubing. Functional testing performed including leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing was performed with no issues. The reported problem of particulate matter inside the fluid path was not verified. However, particulate matter was found outside of the fluid path. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.